Event description:
Tubing detached from stopcock just in front of vamp reservoir. Occurrences: 1. About 5 weeks ago in ICU, small blood loss. 2. 4/25/07 - approx 200 ml blood loss in ICU. 3. About 2 weeks ago in pacu. Lot # probably involved: 58278824, 58263712, 58233402.